Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not suspend insulin delivery as intended. Customer blood glucose (bg) was 43 mg/dl. Customer consumed carbohydrates to address bg level. Although requested, contact declined to upload the pump and further assistance from tandem technical support regarding the issue. No additional patient or event information was available.